Manufacturer narrative:
Investigation completed. Opening comments by vivian: it randomly reverses and they are unable to calibrate the unit. Closing comments: motor m4b-44300* found stator winding opened; replaced stator assy. All tested ok. Console* replaced overlay, updated software to tul06, tested ok. Foot pedal* tested ok. Pwr cord* tested ok. Fyi-a stator is the stationary component found in electric motors and generators. It consists of a laminated core and coils of insulated wire known as the windings. When alternating current is applied to a stator, it creates a rotating magnetic field.

Event description:
In this event it is reported that motor:aseptico dtc was auto reversing too quickly and is inconsistent with error messages. No injury.

Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.